Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the piston did not stop when the insulin pump was in setup and fill procedure. It pushes insulin out of the reservoir. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No compromised force sensor system alarm or no prime fill anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and cracked case near the display window corners noted.